Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent breast augmentation revision with two unknown mentor gel breast prostheses where both implants ruptured. As a result, the patient underwent bilateral explantation and replacement with unknown mentor gel breast prostheses on (B)(6) 2017.

Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
On 06/28/2018, mentor received additional information about the event: patient developed capsular contracture (baker grade ii) in her right breast. Capsular contracture patient code was added. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/18/2018, mentor received additional information about the event. Patient¿s explanted devices were replaced with mentor memorygel breast implant 500cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/13/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. Gel was observed on the shell surface. The product evaluation (pe) team discovered a rent measuring approximately 2 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Mentor performs 100% inspection and testing of all devices prior to release. Regarding the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03/15/2018, mentor received additional information about the event. The implantation date is (B)(6) 1993. Patient¿s ruptured implants were replaced with mentor memorygel breast implant 500cc gel breast prostheses. On 03/27/2018, the mentor failure analysis lab completed the product investigation. Upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. Gel was observed on the shell surface. Pe discovered a rent measuring approximately 2 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).